Event description:
It was reported that a patient underwent a sacro-spinal fixation procedure on (B)(6) 2013 and suture was used. During the procedure, the needle tip of the suture broke. The needle tip could not be found. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Additional information: it was reported that a patient underwent a sacro-spinal fixation procedure on (B)(6) 2013 and suture was used. During the procedure, the needle tip of the suture broke. An x-ray revealed the needle tip to be behind the sacrospinous ligament between the gluteous maximus muscle, 2cm medial to the ischial spine. A CT scan was done 4 days post op to better visualize the needle. CT will be performed again to determine if needle has migrated.